Event description:
The device was implanted on 3/7/96 for intrathecal infujsion of morphine for treatment of pain. On 10/17/96, a MFR clinical representative was present at the facility to assist the physician in refilling the device as she had recently "inherited" this pt and this was only her second time accessing the device. The device emptied quicky and a return volume of 24.5cc was obtained. The refill period =44 days, flow rate =0.579 ml/day. The predicted flow rate for this device is 0.96 ml.day. The physician reported that this pt is not pain controlled and planned on having the pt return to her office on 10/23/96. No air was returned when the device was filled with 50cc which was allowed to return and then refilled again. The pt stated that he was "never pain controlled"; however, he reported experiencing "some slight relief last month." The pt also reported that the device had been empty for six weeks due to his switching physicians. The physician performed a fluoroscopic dye study last month which confirmed intrathecal catheter placement.

Manufacturer narrative:
On 11/13/96, the physician reported that she was dissatisfied with the response she had gotten from the MFR and was "very tempted" to explant the device and send a written report to the FDA detailing the circumstances of this event. The physician was informed that the MFR has already reported the incident to the FDA, per current FDA regulations. The physician then requested to be given the name of another physician who has had similar experiences with the device and also requested a letter from the MFR stating the opinion to explant the device or to work with the device at the current flow rate. On 11/14/96, the physician reported that the patient had been admitted to the hospital and was "not doing well". The physician stated that the patient was throwing up blood at admission, had severe nausea and could not keep solids down, did not look well, and was on IV morphine drip from a pca pump. The next device refill scheduled on 11/15/96 was canceled until the patient becomes more stable. On 11/20/96, the MFR's vice president, sales & marketing sent a written response to the physician which provided the info she had requested concerning the name of another physician who was willing to speak with her about her present concerns with the device. The letter also requested that the physician contact the MFR's clinical services to let us know how she would like to proceed. On 12/10/96, the MFR sales rep. Reported that the device had been explanted on 12/6/96. The facility did not wish a MFR rep. To be present at the explant. At the time of explant, 17.5cc was returned from the device reservoir, refill period = 51 days. A dye study was then done which revealed the device catheter to be patent and without kinks. The device catheter was then cut and reattached to another MFR's programmable implantable infusion device. The patient is reported as doing well. The physician does not wish to return the explanted device to the MFR for analysis. Since the device will not be returned to the MFR for analysis, co's investigation of this event was limited to a trend analysis and review of the device history record for this part/serial number. A review of the device history record performed on this part/serial number did not identify any mfg variances in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available info, and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. The physician will be notified of the MFR's investigation findings. No further details are available. The MFR is now closing its file on this event.